Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. There is damage to the distal tip and the unit has a bent shaft. Typically a bent shaft is caused by prying/leveraging the device during use when it is not properly inserted into the guide sheath and/or mishandling. The directions for use (dfu-0073) states: inspect the medical instruments for damage prior to use and at all stages of handling thereafter. If damage is detected, do not use the medical instruments prior to consulting the manufacturer for guidance. Do not subject the medical instruments to impact. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the lens will not focus. Follow-up investigation: the case was stopped and the incision was closed. The patient was brought out of anesthesia. The rep went to another location and got another scope. The case was continued a few hours later and there were no issues.